Event description:
Customer reported that a two mode regulator was switched to the "full vacuum" position, which normally is not possible on this product. There was no pt involvement, as the regulator had not been put into use.